Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing. The results of the analysis indicate the blood pressure cuff was leaking. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp cuff. The issue was resolved by replacing the nibp cuff. After part replacement, the device was tested and confirmed to be functioning according to specifications. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 device indicating there was a discrepancy between the non-invasive blood pressure (nibp) value measured on this device and another blood pressure monitor. The device was in use on a patient at time of event, there was no adverse event reported.